Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported cannula not inserting properly, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by a patient that they applied a pod but the cannula did not insert into the skin properly and their blood glucose (bg) levels would not come down. The patient applied a new pod but the levels would not come down. The patient stated when they reached 525 mg/dl they went to the emergency room. Patient stated that for treatment their levels were checked and they were given insulin through injections, had bloodwork done, and was given water/fluids. Patient was released after 4 hours.